Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had to go to the hospital due to diabetes ketoacidosis. Customer's blood glucose level was unknown. Customer declined to troubleshoot the pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.